Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The device is not repairable and will be replaced. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't provide defibrillation as expected when the shock button is pushed. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
Further investigation of the reported issue determined the cause of the reported issue was a disconnected white wire connector of the hv capacitor (j18). This device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't provide defibrillation as expected when the shock button is pushed. As a result, defibrillation therapy may be delayed or unavailable, if needed.